Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 10th september 2012. A visual inspection of the returned device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed by the user on the (B)(6) 2012 and that it had performed to specification up to the (B)(6) 2017. On the (B)(6) 2017, the device records ten manual power ons, all of under one minute duration. These manual power ups all occur within seven minutes of each other and may indicate the user was regularly power cycling the device or the beginnings of a membrane failure. Information from the history log at this time shows an increase in voltage from the previous weekly auto self-test which suggests a further pad-pak was installed. No further log entries were recorded. The investigation was unable to replicate the reported fault. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration. The current drain of the device was within specification. The device records 10 manual power ups all of under one minute duration. These power ups all occur within seven minutes of each other and may indicate the user was power cycling the device, or, the beginnings of a membrane failure. The device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. As this is a previous revision membrane, and the investigation was unable to measure or replicate the reported fault, no further investigation will be carried out. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
There was no patient involved. Device switching on automatically.